Event description:
It was reported that during deployment, the stent jumped proximal and a portion of the stent was deployed in an unintended site. The stent did not completely cover the target lesion. No pt injury or effect was reported. Also, no medical or surgical intervention was performed.